Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain while wearing the spinal pak stimulator. The patient states that the pain starts within 10 minutes after putting on the device. The pain is located in back of her head. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient is taking pain medication stopped wearing the device. She used the device again and the pain came back. The patient spoke with her doctor who stated that she should not be feeling pain. The doctor advised her to discontinue treatment. It was reported that no further information is available.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative investigation summary: the spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient was experiencing pain while wearing the s-pak. It was stated that the pain started behind her head 10 minutes after she put in on (the pain level was 10). It was stated that the patient was taking pain medication and stopped wearing unit. When she used it again the pain came back. The patient contacted their physician and were advised to stop using the unit as they shouldn¿t be experiencing any pain from spak. Patient will be returning device. No new product was shipped to the patient. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.